Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event reported. Return of the suspect device was requested for evaluation.